Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, heart failure and has since passed away. The right ventricular (rv) lead exhibited increase in impedance, suspected fracture and pacing failure. The right atrial (ra) lead exhibited pacing failure and suspected lead fracture. The rv and ra leads were reprogrammed and remain in patient.